Event description:
Surgeon was performing a left hip revision and then explanted the ceramic head and sleeve which is inside the ceramic head, and when they were trying to remove the sleeve from the ceramic head by tapping it with the mallet, the biomet biolox delta option ceramic head shattered.